Event description:
The pump was returned to the customer's biomedical engineering dept from the unit with the complaint that the device sounded an audible alarm and displayed an error code message of 74-1. The nurse also reported that the device was hot to touch. The nurse in the unit reportedly replaced the pump and the unspecified solution was resumed. There was no reported adverse pt event. During initial mfg testing, the device was found to over-deliver.